Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("add gel/replace belt" messages, belt connection issues) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable and causing the reported "add gel/replace belt" messages. Additionally, the trunk cable connector latches were broken and unable to latch to a monitor. The root cause for the damaged cable and connector was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was receiving "add gel/replace belt" messages and was experiencing issues with the belt/monitor connection.